Event description:
Serious injury involving one person. Pt was admitted to hosp and diagnosed with a central corneal ulcer in right eye. Pt had been wearing focus night and day on an extended wear basis for 8 months. Treatment is unknown. Prognosis: scar in upper pupil zone above visual axis (11:00 o'clock). There has been no loss of acuity. Best acuity prior to the incident was 6/5, best acuity after the incident is 6/5. The incident did cause the pt pain. There was no anterior chamber reaction. There was lacrimation only and staining which resulted in an infiltrate. Please note: the actual device is no longer available, but 1 unopened lens from the same batch has been returned to the manufacturing site for analysis. If the results of the lens eval shows any abnormalities a follow-up report will be submitted.